Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing diminished coverage of her pain pattern. The patient underwent surgical intervention on (B)(6) 2017 where the lead was repositioned.

Event description:
Follow up information identified the patient was programmed postoperatively and is receiving effective stimulation.